Event description:
It was reported that the patient was feeling light headed. The patient's right atrial (ra) lead had an lead integrity alert (lia). The lead had increased pacing,high impedance, failure to capture and a confirmed fracture. The lead was reprogrammed and the patient will be monitored. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.